Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Capsular contracture and "chronic inflammation." Per the anatomopathological report. This relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture."

Event description:
Patient representative reported ¿lump in the right breast" and ¿intracapsular rupture noted on MRI¿. This record is for the right side. Device status is unknown.